Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer stated that in their gi endoscopy suite, within the first few months after the introduction of the alaris system for propofol infusions, the infusion was unintentionally started on 3 separate occasions. On each occasion the patient was noted to fall asleep while waiting for the endoscopist to arrive. Upon investigating the reason for the patient going to sleep sooner than expected they recognized that instead of pressing the "pause" button after completing programming, the "start" button was unintentionally pressed. There was no patient harm, and there is no report of any medical intervention. The customer believes that the one of the reasons this occurred is because the users were accustomed to older medfusion pumps that required 2 steps to start the pump after completing programming. In their older pumps, the user was first prompted to press "enter" to save the program then press a separate "start" button to start the infusion. In the alaris system, only one step is needed to start the pump after completing programming; after the programming is complete the user is given the options to either "pause" or "start." They believe that the users who unintentionally started the infusions must have pressed the "start" button, subconsciously operating it as the "enter" button they were used to pressing on their old pumps to save the program. The customer implemented a change to their practice which requires clamping of the tubing after priming it with propofol, and the propofol tubing is not to be connected to the patient until anesthesia is ready to start.